Event description:
The patient has a history of doing some heavy lifting and experiencing a change in paresthesia. The patient lost therapy. Interrogation of the device revealed some out of range high impedances. Appropriate paresthesia was unable to be elicited at this time. The patient was seen again the company representative on (B)(6) at the doctor¿s office. At that time, it was found that there was one more out of range high electrode than at the last device interrogation, but was able to narrow it down to two electrodes (10 <(>&<)> 11) when testing at high amplitudes. Some appropriate paresthesia was able to be obtained but became "shocking" when the patient moved, and then disappeared. The patient was examined intra operatively and only had 7 electrodes with normal impedances: 0, 5, 8, 9, 13, 14 <(>&<)> 15. Electrode 12 was now abnormally high. Electrodes 1, 2, 3, 4, 6, 7, 10, 11 <(>&<)> 12 continued to have been out of range high impedances when tested with higher amplitudes as well. This continued when the lead was disconnected from ins and tested with a multi lead trialing cable and ens. The same electrodes had out of range impedances on low and higher amplitudes. The patient was scheduled for replacement of the lead on wednesday (B)(6). It was found at the lead replacement surgery that the left lead body was torn. The lead was replaced and the patient was expected to recover fully. Additional information has been requested.

Manufacturer narrative:
Product ID: 39565-30, lot# 0205598774, implanted: (B)(6) 2012, product type: lead. Product ID: 3550-39, lot# unknown, product type: accessory. Product ID: 3550-39, lot# unknown, product type: accessory. (B)(4). Final device analysis for lead 0205598774 revealed six conductors were broken 9.7cm from the distal end. Four conductors were broken 9.4cm from the distal end. Circuits 0, 3-8, 10, 13 and 15 were found to be open. Final device analysis for the two titan anchors revealed that they had separated.